Event description:
Patient reported that since (B)(6) 2013 there is a vertical line 3 mm wide on the center of the blood glucose monitoring device display. Patient stated it is difficult to read the results and recommendations. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed that the meter has a solid line appearing in the middle of the display. Iu observed that the location of the line on the display does distort the decimal point and/or digit during the simulation test, therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Meters could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.